Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that when the patient¿s pump was refilled at the end of (B)(6) 2014, the healthcare provider (hcp) had great difficulty because the pump had moved. The patient had pain and burning sensation at the pump site. The physician performed a computed tomography (CT) scan and a CT myelogram was also to be done. The hcp was looking at the patient¿s spine. Activity caused the pump area to swell and the pump ¿moves like a baby¿. The cause of the pump movement was unknown; however, the patient recalled having to hold her 115 pound german shepherd down while it was having a seizure. When trying to get back up, the area would be very painful if the patient was on her right side. In addition, the patient¿s boluses had seemed to not be working as well to relieve the patient¿s pain since approximately 4-6 weeks prior to the report. The patient noted that she had severe degenerative disease and spinal cirrhosis. Patient outcome was not provided. The device system delivered dilaudid. Additional information has been requested but was not available at the time of this report. A follow-up report will be submitted if new information becomes available.